Event description:
The customer reported high blood glucose. The blood glucose reading was 506 mg/dl. Prior to the event, the patient experienced thirst. The customer treated blood glucose with insulin pump therapy. In troubleshooting, the drive support cap appeared normal and the unit passed a rewind test and a manual prime test. The customer was advised to monitor blood glucose closely. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.